Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the access sample site of a gambro cartridge set five (5) minutes after the start of hemodialysis therapy. Air was also present in the access line. The volume of blood loss was approximately 190ml. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a leak from the arterial line access site injection plug. In addition, three (3) retention samples were evaluated and found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported event was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.